Manufacturer narrative:
Legal manufacturer: hcs mr - 3200 n grandview blvd. USA waukesha, wi 53188. D2 common device name: tomographic imager combining emission computed tomography with nuclear magnetic resonance. D: there are no additional device identification numbers. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
After completion of an exam, a technologist tripped over tubing from the patient alert ball that had extended onto the scan room floor while the patient was removed from the bore of the scanner. The technologist fell, landing on the right knee, striking the nose, and injuring the left shoulder while attempting to brace the fall. The technologist sought medical evaluation at an urgent care facility the following day and was diagnosed with a left chest contusion and left shoulder strain, with subsequent initiation of physical therapy. No patient injury occurred.